Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed high battery impedance.

Event description:
It was reported that the patient went to the emergency room complaining of not feeling well. It was also reported that the device reached the elective replacement indicator (eri) and there may have been premature battery depletion. The device was explanted and replaced. No further patient complications have been reported as a result of this event.